Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient reported that while in clinic for follow-up sometime in the middle of (B)(6) 2019, the right atrial and right ventricular leads exhibited insulation issues. The leads were removed and replaced with competitor products on (B)(6) 2019. Physician and user facility information could not be obtained. No further information was available. Related manufacturer reference number: 2017865-2019-05235.

Event description:
New information reported that the right ventricular lead also exhibited a drop in impedance and high capture thresholds.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. The damage found was sustained during surgical procedure. The lead was otherwise normal.